Event description:
The customer reported that the insulin pump alarmed motor error. The customer's glucose reading at time of call was 154mg/dl. The caller stated that the device was not exposed to an MRI. Troubleshooting was performed. Reviewed the alarm history and found off no power, motor error, and low reservoir alarms. Assisted the customer to run the displacement test and failed. Advised the customer that the insulin pump is replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.